Event description:
Date of event: 2007. Home dialysis patients using nxstage machines have experienced the leak of dialysis fluid during the treatment. About 52% of patients surveyed reported fluid leaks during the treatment.